Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficult to insert and unexpected medical intervention appears to be related to operational context. It is likely that the reported calcification and tortuous vessel contributed to the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a proglide device after a peripheral interventional procedure using a 6f sheath. Reportedly, due to the moderate calcification and tortuous vessel, the proglide device was unable to be fully inserted into the anatomy. The device was only able to be inserted up to the guide wire exit port. A non-abbot device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.